Event description:
Reported via journal article it was reported that incomplete closure occurred. A retrospective study was performed on patients undergoing a left atrial appendage (laa) closure procedure between january 2023 and december 2023, where a watchman flx closure device with delivery system (wds) was used, and the closure device was implanted. Incidence of peri-device leak (pdl) on 45-day post-procedure transesophageal echocardiogram (tee) imaging was compared between intracardiac echocardiogram (ice) guided and tee-guided laa closure procedures, reported as percent of patients affected by pdl. A total of 365 watchman flx devices were placed with 11.4% incidence of pdl at 45-days post-procedure. The average age was 77.0 years, 49.3% were male. Rates of pdl with ice-guided versus tee-guided were 14.7% 95% ci and 11.4% 95% ci respectively.

Manufacturer narrative:
B3: 01/01/2023 used as event date approximation as procedures occurred between (B)(6) and (B)(6) 2023 per journal article . D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: card, a. Et al. (2025). Rates of peri-device leak with intracardiac echocardiography and transesophageal echocardiography during left atrial appendage occlusion. Jacc. (85) 12.